Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the stimulation was not working at all. The patient stated they last were able to fully charge about 1-2 weeks ago. No further complications were reported.